Event description:
Using the medtronic minimed insulin pump (751 module) for a long time, the pump in question had several faulty errors that could not be resolved. This is the second time/pump with these issues, resulting in another replacement, less than 2 months apart. The most recent pump contains serial number (B)(4). Errors occured of a17, 21 and 41 back to back, and disconnecting, replacing battery, etc did nothing. The pump eventually completely died (while on phone with support from minimed). The previous pump had similar issues, though different errors (battery would go from full to empty message during sleeping, resulting in the pump never warning about low battery and shutting off, causing blood glucose levels to rise to above 400. This most recent error happened twice over the recent one and a half week period. Again, minimed is sending another replacement, however, given the various and unk errors and causes on two pumps now, it is critical this device be further inspected due to the life threatening danger it could case. I was able to react within a few hours during the first event, and bring bg levels down through normal dosing, however, that may not have been possible, and certainly could be more severe than others.